Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 2017865-2019-17269, 2017865-2019-17276. During an in-clinic follow up, an increase in capture threshold was observed and a loss of capture was reported on the left ventricular (lv) lead. X-ray imaging was conducted which confirmed dislodgement to the lv, right atrial (ra), and right ventricular (rv) leads. The reported cause of the event was due to twiddler's syndrome. The lv, ra, and rv leads were all explanted and replaced to resolve the event. The patient was stable with no consequences.